Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer patient foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the waist of the occluder appeared to be twisted. The decision was made to recapture and remove the 25mm amplatzer pfo occluder and replaced it with another one of the same size to completed the procedure. It was noted that after removal of the deformed occluder, further inspection noted that the twisted waist persisted even after being removed from the patient's anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the deformation of the 25mm amplatzer pfo occluder was confirmed while inside the patient via fluoroscopy. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the 9f amplatzer trevisio intravascular delivery system that was used. The same delivery system was used to implant the replacement 25mm amplatzer patient foramen ovale (pfo) occluder and successfully complete the procedure/ the patient was discharged at the time of report.